Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. All connections and cables were inspected. The power controller board (pcb) was replaced for diagnostic purposes. The system was then tested and met all product specifications. The pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the unit intermittently goes into power recovery mode and restarts on its own. This event was reported to have happened three times. Each time, the unit restarted and the cases were completed with no pt impact. There was a slight delay of approx five mins while the system rebooted.